Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low impedance measurements and loss of capture. The decision was made to surgically abandon both leads and explant the device now to avoid a future surgery. An entirely new system was implanted on the patient's right side. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.